Event description:
The customer alleged they received questionable phosphate (inorganic) ver.2 (phos) results on their c501 analyzer. The customer stated the discrepant results appeared sporadically. The customer realized that some results around 4-5mmol/l were repeated on their integra 800 and the results were all between 0.81 mmol/l and 1.45 mmol/l. The customer indicated this issue had been occurring since at least (B)(6) 2014. Unless otherwise stated, the dates of the events were requested but not provided. The field service representative went on site. She set up the carry over wash cycles correctly, downloaded a new version of the application, and added as new cassette from a new lot. Lot calibration and quality control were performed and the results were ok. She programmed the daily pipe to wash the sample probe. The customer reported the problem persisted. In 12 samples tested on the c501 analyzer, there was one sample that had a result of 4.69 mmol/l. When the sample was repeated on the integra 800, the result was 1.34 mmol/l. After this, the field service representative performed preventative maintenance. The customer complained they were still getting too many phos results over 3 mmol/l. The customer provided data for five more patients with discrepant results. On (B)(6) 2014, the second patient had an initial phos result of 4.19 mmol/l. The repeat result from the integra 800 was 1.19 mmol/l. On (B)(6) 2014, the third patient had an initial phos result of 4.93 mmol/l. The repeat result from the integra 800 was 1.58 mmol/l. The fourth patient had an initial phos result of 3.83 mmol/l. The repeat result from the integra 800 was 1.06 mmol/l. The fifth patient had an initial phos result of 4.45 mmol/l. The repeat result from the integra 800 was 1.61 mmol/l. The sixth patient had an initial phos result of 4.83 mmol/l. The repeat result from the integra 800 was 0.83 mmol/l. Some of the results from the ICU were reported to the clinicians, but they found the results to be strange. The ICU service alerted the laboratory that there was a problem with the test. This is when the laboratory repeated the results on the integra 800 and discovered the different results. The correct results from the integra 800 were concordant with the clinical histories. The repeat results were reported to the ICU and actions taken were based on the correct, repeat results. Information on which of the provided results were reported outside the laboratory was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not believe any of the patients were adversely affected because the test was blocked right away and since the incident, all high phos results were confirmed on a different analyzer. For patients two through six, the phos reagent lot number was 69396601. The expiration date was requested but not provided. The customer provided the phos lot numbers 69048701 and 69396601. Information on which lot number the other patients involved in this event were tested with was requested but not provided. The expiration dates were requested but not provided. The field service representative went back on site because the mixer had stopped. The field service representative found that one of the wires of the bath sensor was broken. The sensor was replaced and the position of the mixers was adjusted because they were not centered. The customer had since started processing phos samples on the c501 and there had been no further reports of discrepant results.

Manufacturer narrative:
A definitive root cause could not be determined. An evaluation of the reaction monitors provided indicated atypical starts to the reactions. The customer's calibration data were comparable to the typical run and the quality control release data for this lot of reagent. There have been no more reports of discrepant results.

Manufacturer narrative:
This event occurred in (B)(6).